Event description:
Boston scientific (bsc) crm received info that this ventricular dextrus lead was exhibiting high threshold measurements and low sensing measurements. A revision procedure was performed and the lead was removed from service and successfully replaced.